Manufacturer narrative:
(B)(4). Device evaluated by MFR: the guidewire lumen and the catheter shaft were checked for damage. The returned device showed to have a .014 thruway guidewire stuck in the device which was reported from the customer site and is on the list of compatible guidewires. The catheter shaft showed a kink approximately 31.5 cm from the tip. Dissection of the tip showed no issues with coating or scrapping of the guidewire. Dissection of the kinked area of the shaft showed that the drive coil had suffered extreme damage in the form of the drive coils had been broken and damaged. Further analysis showed that the drive coil liner also had been damaged due to the drive coil breakage. The drive coil damage was most likely caused by the device being pushed, pulled and torqued in a difficult anatomy. The guidewire would definitely have movement problems in this area and also sticking issues. The advancement issue was most likely caused by the damage to the shaft. The sticking complaint was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. A jetstream® xc atherectomy catheter 2.4 mm was selected for an arthrectomy procedure. The catheter was primed, and advanced over a .014 thruway wire. During use with the 'blades down" the device seemed to 'bog down' and would not advance any more. The physician attempted to rex back but the catheter was stuck on the wire. The physician pulled the wire and device out as a single unit. The lesion was rewired and the procedure was completed with a different device. There were no patient complications reported. And the patient's condition was reported as stable.